Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hepatectomy, the surgeon was able to squeeze the handle and the jaws were able to close, but there were issues experienced with the loading or firing of the clips and there were no clips that were able to load properly into the jaws. They changed the device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with sixteen remaining clips. A piece of clear plastic was lodged in the clip channel. Functionally; the plastic component prevented the clips from advancing. The instrument was disassembled and the ratchet component was observed damaged indicating the handles were forced open prior to completing the firing cycle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. This may also damage the cover as observed. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.